Manufacturer narrative:
D4 and g5 are unknown. No product information has been provided to date. This MDR was generated under protocol b10010116, as a result of warning letter cms#(B)(4). A product sample was received for evaluation. Visual and functional testing were performed. Received door assembly was broken. The reported problem was confirmed. The root cause of the reported issue was found to be the door assembly hinge was bent. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.

Event description:
It was reported that the device was received broken. No patient injury was reported.